Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system had been used for a tavi (transcatheter aortic valve implantation) procedure. The procedure had been successfully completed using the same system because its orientation had been sufficient to perform x-rays at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system had generated an alert indicating that c-arm movements were partially available. As part of troubleshooting, the rse reviewed the log files and found errors pointing to a failure in the arc rotation controller, which had restricted movement. The issue could not be resolved remotely. The philips field service engineer (fse) inspected the system on site and identified that the fault was related to the motor controller responsible for detector and c-beam movements. To resolve the issue, the fse replaced the amc triple servo drive and calibrated the movements. The system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence; therefore, the complaint was reported. Since that time, new information has been received which led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario in which the procedure can be completed on the same system is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on the results of this investigation, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that c-arm movements were partially available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.